Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced an occlusion alert following a meal announcement, attempted to clear it by shaking the tubing and massaging the area, and later resumed delivery per guidance after inspecting the tubing and finding no visible issues; insulin delivery subsequently resumed and blood glucose, which was 401 mg/dl at the time of the call, trended down into range. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a missed insulin dose and a delay to therapy due to the occlusion and paused delivery without emergency care. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper troubleshooting of the occlusion, with the user interface implicated as the involved component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.